Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the battery was not charging. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. On (B)(6) 2023, the bench service engineer (bse) found that the battery was not charging. The bse informed the customer that the v60 lithium-ion battery needed to be replaced. On (B)(6) 2023, it was stated by the bse that the customer had opted to dispose of the unit and did not have the repair completed. The v60 battery was not replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.